Event description:
On (B)(6) 2015, a resident of the (B)(6) health center grabbed the boom during a transfer and one of the sling loops came out of the hanger bar. This resulted in the resident sliding out of the sling in mid-air onto the floor landing on the base of her head, neck, shoulders, and back. The drop was approximately 3-4 ft. She was sent to the hospital as a precaution; she was not admitted and was sent home with pain medication. Soreness was her only complaint. It was in use with an invacare sling, model r116 serial (B)(4). Prism was notified of this complaint on 03/11/2015.

Manufacturer narrative:
The facility has told us this incident was due to resident use. This lift was not returned to prism nor evaluated by a prism representative.